Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge into their pump, specifically a t:slim model. The event did not cause the customer's blood glucose level to exceed 500 mg/dl. Despite initial instructions to address the issue by cleaning the pump and attempting to use the same cartridge, the problem was unresolved until a new cartridge was loaded. The customer successfully loaded the second cartridge, allowing them to resume insulin delivery.